Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a motor error alarm and that there were vertical lines on every screen. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 354 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed ten motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with missing segments/clear horizontal line on the lcd glass due to a cracked zebra connector on the lcd board. No vertical lines on the lcd window were noted. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed the self test, unexpected restart and all operating current measurements were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.